Manufacturer narrative:
All information contained in this event file was received from the vqi data base. Vqi is not managed, maintained or supervised by gore; or any representative of gore. The initial information obtained from vqi is the only information being provided. Further investigation is not possible as identifiable data as to site(s), physician(s), patient(s), device(s) and/or specific date(s) are not being provided.

Event description:
The patient referenced in this event file is enrolled in a collaborative society for vascular surgery vascular quality initiative (svs vqi) dissection project. The purpose of this post-approval surveillance, using the svs vqi registry, is to obtain data that can be used to refine the selection of, and treatment strategy for patients with type b aortic dissections managed through endovascular graft repair. Specifically, this surveillance project evaluates the short- and long-term clinical performance of endovascular grafts for the treatment of type b thoracic aortic dissection, following premarket approval. Multiple manufacturers are participating in the svs vqi dissection project and the below information involves a patient treated with an endovascular gore® device. On or about (B)(6) 2015 this patient underwent endovascular treatment for an acute dissection that extended from zone 2 to zone 5 of the aorta. The patient was implanted with two conformable gore® tag® thoracic endoprostheses. The devices were placed as follows: tgu343420 (proximal zone 2) tgu373720 (proximal zone 4) the maximum total aortic diameter (including true and false lumen in dissection) within the diseased segment being treated measured 37.0mm at the origin of zone 5. The patient was symptomatic and the procedure was elective. Successful and accurate deployment was reported and the entry tear which originated in zone 3 was covered. Intraprocedure, a retrograde extension of the dissection proximally was reported. The patient tolerated the procedure without evidence of endoleak; or additional sequelae.